Event description:
The pt reported that he rec'd the a2 (low battery warning) on his infusion device. He stated that he went to change his power pack but the device was frozen. The pt stated that he saw a "77 and some dashes" on the display screen. The pt switched to injection therapy at that time. The pt reported that he was aware of the power pack recall and stated that the power pack had been in use for at least 2 weeks maybe longer. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced but will not be returned for eval. The pt did not have the power pack with him and could not provide the lot number or expiration date.

Manufacturer narrative:
No product will be returned for eval.